Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f. The information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that these were not coude but came in coude box. Representative replacing the catheters. Patient was also doing claim with bard.

Event description:
It was reported that these were not coude but came in coude box. Representative replacing the catheters. Patient was also doing claim with bard.

Manufacturer narrative:
The reported event was unconfirmed because the reported failure could not be reproduced. The device met relevant specifications. The product had not caused the reported failure. Visual evaluation of the returned sample noted ten opened (with original packaging), urological catheters. Visual inspection of the sample noted 10 catheters has the coude tip as indicated. No root cause could be found because the reported event was unconfirmed. DHR is not required since the reported failure was unconfirmed. The investigation is concluded, and no additional action is required at this time. As the reported event is unconfirmed a labeling review is not required. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.